Event description:
It is reported that in 1994 pt underwent left hip replacement. Several years later, in 1998, x-rays demonstrated that the stem had loosened. Following, in 1999, pt underwent revision of stem and femoral head using competitor products.

Event description:
It is reported that in 1994 pt underwent left hip replacement. Several years later, in 1998, x-rays demonstrated that the stem had loosened. Following, in 1999, pt underwent revision of stem and femoral head using competitor products.